Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient reported having red heart alarms while on the batteries and supported on the power module. The patient was asymptomatic at this time. The patient will present to the clinic for an evaluation. Additional information received from the vad coordinator stated that the patient presented to the clinic for evaluation and no alarms were noted on the system controller history. The batteries and clips were cleaned.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the report of red heart alarms could not conclusively be determined. Log files were not provided and during the clinic visit it was reported that no alarms were noted on the system controller screen. The patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.